Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that a guide wire crossed the lesion and the lesion was pre-dilated. An attempt was made to advance the vision coronary stent system (ccs), but was unable to cross the lesion. The vision was removed and it was noted that the stent had moved on the balloon. Two other stents were used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The mislocation of the stent may have occurred during the attempt to cross the lesion. The reported heavily tortuous anatomy and heavily calcified lesion likely contributed to the event; however, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.